Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was escalated from a impella cp to the impella 5.5 as advanced therapies. During support the patient went into ventricular tachycardia and shocked 5 times. It was noted that the impella was close to septum so was repositioned. Sitting closer to mitral valve after reposition. The 5.5 was successfully weaned and explanted with bridge to left ventricular assist device.